Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - paradigm, patient site ID: (B)(6) (r902107001, r9020225010). It was reported that on (B)(6) 2025, a 14x5mm amplatzer valvular plug 3 was implanted in a patient along with a 14mm amplatzer vascular plug 2. It was noted that the 14x5mm amplatzer valvular plug 3 had to be percutaneously explanted due to an unknown device malfunction. It's also noted that the 14mm amplatzer vascular plug 2 had migrated. The decision was made to implant a second 12mm amplatzer vascular plug 2.

Manufacturer narrative:
An event of migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The cause of the device migration is unknown, abbott requested for additional information, however this was not provided by the site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device embolization could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.